Event description:
It is reported that the customer received multiple a33 alarms during the prime/rewind sequence. Customer stated they have low reservoir. Customer treated herself with manual injections. During troubleshooting process, customer stated the insulin pump does not advance past rewind sequence and keeps alarming a33. Attempted to follow through with troubleshooting guide, but each time the insulin pump alarmed. Customer declined to return insulin pump for failure analysis at this time. The blood glucose reading was 362mg/dl. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history screen. No history anomaly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.